Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge change error occurred. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 149 mg/dl.